Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior descending artery. An unspecified guide wire was placed at the target lesion. The 2.0 x 12 mm mini trek dilatation catheter was advanced and inflated to 6 atmospheres (atm); however, during the first inflation, the balloon ruptured. The device was removed without difficulty and replaced with another device. A drug eluting stent was implanted, followed by additional dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.